Event description:
It was reported that this lead was explanted due to fracture and loss of capture (loc). A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b. Adverse event/product problem (b5. Describe event or problem).

Event description:
It was reported that this lead was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.